Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were reported. The lead was reported to have been fractured. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.